Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an elevated blood glucose (bg) level was experienced; bg value and cause was not known. Multiple correction boluses were delivered to address bg.